Event description:
The pt support couch on a brilliance 64 CT scanner underwent an uncontrolled vertical motion following a failure of a spline hub in the couch vertical drive/brake assembly. No death or serious injury has occurred.

Manufacturer narrative:
The brake assembly was returned for inspection. Internal (B)(4).